Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the response buttons remained actuated. The cause of the response button failure is contamination. The cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
During servicing of a patient's monitor which was returned for an unrelated issue, a reportable problem was found. The response buttons were non-functional and remained actuated.